Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the investigation is completed. (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro cannula c-ring fell off inside the pt's leg. The entire c-ring and the scope wash tubing detached. They were retrieved from the initial incision. A new kit was used to complete the procedure. There were no pt effects reported. The device is returning.